Event description:
It was reported that the stimulation had been bothering her a lot and it was going into her knees and she had fallen a couple of times show she turned it off. The patient fell and hurt her wrist the last time which was about a month prior to report. The patient reported that it went into her knees and made her knees shake. The patient had knee problems and it made her fall so she had to turn it off because instead of helping her it was making it more dangerous the way it was. The patient reported that it kept hitting her knees a lot. It was later reported that the patient felt stimulation where she needed it but never had therapeutic effect. She felt it was too strong in her legs. She also would not increase the voltage and usage was less than 1%. Impedance testing and x-rays were performed. As a result of this event, the device was explanted and would not be returned to the manufacturer for analysis. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: 2013-(B)(6) product type: lead. (B)(4).